Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. The impella was placed and the reposheath was introduced and sutured. No pulse was able to be doppled. The decision was made to do a bilateral runoff thru the right femoral artery sheath. The runoff revealed no distal flow to left extremities. The patient required minimal pressor support. Femoral bypass was discussed and possible axillary placement for alternative access with the medical doctor. Ultimately, the decision was to remove the pump and support with pressors.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Ischemia : the cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.